Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported gripper actuation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to an observed clip introducer (ci) caught on frictional elements (fes); however, the investigation was unable to determine a definitive cause for how and when the ci got caught on the fes. The returned device analysis confirmed that gripper functioned as expected after freeing the ci from the fes. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue during preparation. It was reported that during preparation of the clip delivery system (cds) difficulties were experienced when lowering the grippers. The cds was not used in the anatomy, and was replaced. There was no patient involvement or a clinically significant delay in the procedure. No additional information was provided.